Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as a conduit in the endovascular treatment of a patient. It was reported that during the index procedure there was a leak from the valve around the inserted guidewire. As per the physician the cause of the event was due to a defective valve. It was noted that a second 18fr sheath was opened and used successfully to resolve the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: upon return of the device it was noted that the tip of the sheath was partially flattened and oval. The sheath was flushed with no leak observed. The side leg tubing was removed; no anomaly was observed to the sheath port which could have resulted in the reported leak. A review of the device manufacturing documentation did not reveal any anomalies which may have contributed to the reported event. From the information provided the exact cause of the event cannot conclusively be determined. The device was returned for analysis. The sheath was flushed with no leak observed. The event was not confirmed. While there was some damage to the tip noted which would be consistent with use during. No anomaly was observed to the seal that could explain the reported leak. If information is provided in the future, a supplemental report will be issued.